Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while doing video gastroplasty, the stapler, at the time of the second shot in the stomach with a 45mm purple load, presented a clipping of the clipping and cutting system, was no longer functioning, even when the load was changed. There was no reinforcement material used in conjunction with the stapling device, there was a problem loading the device and the load did not fire, there was no problem in unloading the device, the stapler was able to fire, the surgeon was able to press the green button and the jaws of the device did not lock on the tissue. They replaced with another stapler to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while doing video gastroplasty, the stapler, at the time of the second shot in the stomach with a 45mm purple load, presented a clipping of the clipping and cutting system, was no longer functioning, even when the load was changed. There was no reinforcement material used in conjunction with the stapling device, there was a problem loading the device and the load did not fire, there was no problem in unloading the device, the stapler was able to fire, the surgeon was able to press the green button and the jaws of the device did not lock on the tissue. They replaced with another stapler to complete the case. There was no patient injury.